Event description:
It was reported by the rep the devices were used during a laparoscopic cholecystectomy. It was reported the er320 was fired once, as the surgeon pulled the applier off the cystic duct, about 5 more clips shot out of the applier. The clip fired did not hold on the duct. Another er320 was opened and the case completed. The pt was brought back to surgery a couple of days later for bleeding. He used a scope and removed blood clots. It became too tedious to remove clots so he opened the pt. The clips were in place and the surgeon never determined where the bleeding came from.